Event description:
Philips received a complaint on the intellivue mx400 patient monitor indicating that the speaker is faulty and does not emit sound. The device was in use on a patient at the time of the event. There was no adverse event reported.

Manufacturer narrative:
A philips remote service engineer (rse) spoke with the customer and obtained a photo displaying the speaker error message. No additional diagnostic/functional testing was performed by philips. The rse remotely confirmed that a speaker should be sent to the customer. A speaker was shipped to the customer to resolve the issue. The customer has assumes the repair responsibility. If additional information is received the complaint file will be reopened. E1 reporting address state: ro.